Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level running over 500 mg/dl every day for the past couple of months due to ongoing insulin flow blocked alarms. Customer declined troubleshooting for high blood glucose level. Customer was treated with bolus and manual injection for high blood glucose level. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.